Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The pump arrived with rear housing damage upon visual inspection. When evaluation and testing done, the complaint of powering off one hour before cartridge change was verified. This was isolated to alarm that displayed code 50, which was a problem with e-clip loose and the pwa board was replaced. Unknown cause of event. This problem was not listed in the event log. Repair action taken and device passed testing.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch the pump turned off one hour before due for cartridge change. Unknown medication infused. No patient adverse events reported.

Manufacturer narrative:
B3, b5, h6: additional information.

Event description:
Information was received that no patient was involved.